Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin pump has been exposed to moisture. It was reported that insulin leaked out into the reservoir of the insulin pump. Customer's blood glucose reading was 463 mg/dl. Button error alarm is not present in history at or around the time that * the pump was exposed to moisture. Nothing further reported.